Event description:
Nellcor puritan bennett rec'd a call from a rep of facility on 10/11/1999. Facility called to report the following problem: stop cycle with all leds and constant single tone alarm. No pt harm.